Event description:
#Medwatcher #app157422 constant discharge, cramping, painful intercourse after placement in 2005. Severe pain in side to point couldn't walk,perforated tube, high inflammation, anemia, cancerous tumor in ovary, found after hysterectomy in 2013